Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported). Device analysis report attached.

Manufacturer narrative:
This report is submitted on july 17, 2024.

Event description:
Per the clinic, the patient developed a post-operative wound infection at the implant site. Subsequently, the device was explanted (date not reported). Reimplantation is planned but had not taken place at the time of this report.